Event description:
Senseonics was made aware of an incident where the user complained of sensor disconnections since their new sensor was inserted in the same arm as the previous one. The user was referred to their hcp to discuss removing the old sensor, or removal of both sensors if unable to determine the location of the old sensor.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported receiving "new sensor detected" alerts after a new sensor was inserted. Based on a prior complaint regarding difficulty removing the previous sensor (reference MFR#: (B)(4)), it was noted that the new sensor was placed in the same arm as the previous one, which may interfere with the connection between the transmitter and the new sensor. The user was referred to their healthcare provider to discuss removing the old sensor, or both sensors if the location of the previous sensor could not be determined. Although an RMA was authorized, it was not received, and therefore no further investigation was possible to confirm any device malfunction.